Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a low blood glucose event two years prior. The caller reported the paramedics were called for the customer's low. It was also reported a glucagon shot was administered as treatment during this time. The customer's blood glucose was unknown at the time of the call. The insulin pump will not be returned for analysis.